Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient saw another por message on (B)(6) 2019 and the patient's therapy turned off. The caller initially stated that the patient had an overdischarge where the therapy turned off. However, the representative clarified that the patient never had an overdischarge event but both por events were due to the patient having radiation treatment. The patient was done with radiation treatment and wanted to clarify that this was different than an overdischarge strike- it was reviewed that the por could be a result of emi exposure and that there were different types of pors. The representative confirmed they cleared the por and that no further assistance was needed. Troubleshooting resolved the issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, manufacturer representative and a manufacturer representative, regarding patient's implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that patient had problems with recharging. Patient was recharging and all of a sudden they saw power on reset (por) message on the recharging screen. Patient did not have their glasses so were not able to provide the code associated with por. Patient stated that they recharge every other day so the device was not in overdischarge. Rep was able to help patient clear por over the phone. Recharging was reestablished and the issue was resolved. On (B)(6) 2019, hcp reported that patient's device/therapy had been shutting off since starting a radiation therapy. The radiation therapy began on (B)(6) 2019. The device turned off once on (B)(6) and second time on (B)(6). Later, patient reported por call your doctor with therapy stopping. Caller stated that her controller was broken and it had already broken twice in two days. Patient called rep who got stim back on, but now was off again. Information was reviewed with patient on how to clear por with the programmer, which was successful. Therapy resumed and patient stim was 5.0 at program a. Patient stated that it felt wonderful. The issue was resolved. Radiation compatibility guidelines were reviewed with patient. Patient's weight unknown. No further complications were reported/anticipated.